Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed normal ranges. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.